Manufacturer narrative:
Visual inspection shows grease and black specs of teflon on the worm coupling tip. Also, found excessive white grease all over the worm coupling. Functional testing was conducted, and the customer's complaint was duplicated. The cause of this event is excessive grease on the worm coupling tip. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a system failure audible alarm post error, comes back shortly after entering biomed pass code. Also showing motor error. No adverse patient effects were reported by the customer.